Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of an error in programming the device. At 1252, the pump was programmed in the ml/hr mode to deliver 1gm of dobutamine in 250cc at a rate of 2.9ml/hr. At 0856, the pump was reprogrammed to deliver at a rate of 15ml/hr instead of the intended 1.5ml/hr per the physician order. Ninety minutes later, the nurse noted the programming error and stopped the infusion. Thirty minutes after the infusion was stopped, the patient complained of chest pressure and was hypotensive. The nurse placed the patient in the trendelenburg position and the physician was notified. Reportedly, the dobutamine infusion was restarted using a replacement device. There was no reported adverse patient sequelae. Though requested, no further information was available.